Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issues. No additional adverse patient effects were reported.